Manufacturer narrative:
(B)(4). Components returned as follows: the band/balloon with 33 cm of catheter. The velocity port with locking connector and 5cm of catheter. The tubing strain relief (tsr). A piece detached from the band (the lock indicator). Per visual inspection and video it was observed that the realize band was returned with a small tear to the balloon, localized on a fold line. There were no leaks found in the other returned components. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted that leakage can occur following poor handling of the balloon during surgery, or as a result of filling it with the wrong type of filling solution or general deterioration of the balloon over time. A device history record (DHR) review was performed, and no discrepancies were observed during the manufacturing process; manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Additional information provided: how was the issue diagnosed?--patient came in complaining of sudden loss of restriction. Check band position and restriction via barium swallow, accessed port and found missing fluid volume and color of fluid was gold. Repeated checking fluid 3 months in a row. Each time all fluid missing but 0.5cc. # of fills/adjustment? Multiple. Approximate volume in band? 7.90.

Event description:
It was reported that post implant a realize band, the band was explanted and the patient was converted to a gastric sleeve procedure. Upon band explant, the surgeon stated that the band was cracked and was leaking. Patient was sent home and reported to be stable.